Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during stenting treatment procedure stent damage occurred. The lesion being treated was located in the highly calcified shepherd's crook of the right coronary artery. Using a 6fr 300cm non-bsc guide catheter and a 300cm non-bsc guide wire the physician advanced a 3.0x12mm non-bsc stent to the target lesions; however it was unable to cross. The device was successfully removed and the physician advanced a 3.5x12mm non-bsc stent to the target lesion but it was also unable to cross. The physician switched to a 6fr ar2 non-bsc guide catheter and rewired before advancing a 3.50x20mm promus element plus stent delivery system (sds), however the sds was unable to cross. The physician attempted to cross the lesion approximately five times. The proximal end of the stent was noted to be flared. The physician attempted to withdraw the stent through the guide catheter but was unsuccessful. Using a snare the sds and guide catheter were removed as a unit. The procedure was completed by using a non-bsc guide catheter and deploying 3.5x12mm and 3.5x15mm non-bsc stents in the target lesion. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during stenting treatment procedure stent damage occurred. The lesion being treated was located in the highly calcified sheperd's crook of the right coronary artery. Using a 6fr 300cm non-bsc guide catheter and a 300cm non-bsc guide wire the physician advanced a 3.0x12mm non-bsc stent to the target lesions; however it was unable to cross. The device was successfully removed and the physician advanced a 3.5x12mm non-bsc stent to the target lesion but it was also unable to cross. The physician switched to a 6fr ar2 non-bsc guide catheter and rewired before advancing a 3.50x20mm promus element plus stent delivery system (sds), however the sds was unable to cross. The physician attempted to cross the lesion approximately five times. The proximal end of the stent was noted to be flared. The physician attempted to withdraw the stent through the guide catheter but was unsuccessful. Using a snare the sds and guide catheter were removed as a unit. The procedure was completed by using a non-bsc guide catheter and deploying 3.5x12mm and 3.5x15mm non-bsc stents in the target lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination of the device found that the shaft of the device was broken approximately 29.5 cm proximal from the tip and only the distal section was returned. Stent damage was identified. The proximal section of the stent was pushed distally and the struts were bunched up. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. Kinks were identified along the entire length of the lumen. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is use related. The complaint report states that the catheter was advanced and retracted 4 or 5 times into the guide catheter. The dfu states that an unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).